Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient has experienced a dark shadow in one eye. The association between this event and the iol is known. Additional information has been requested.

Manufacturer narrative:
The complaint device remains implanted and is not available for evaluation. Product history records could not be reviewed because the reporter did not provide a serial number, lot number or any identification traceable to the manufacturing records.